Event description:
Healthcare professional reported left side rupture and "siliconeomas in lymph nodes". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
Health effect - impact code: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration/granuloma. Device photo analysis: visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Observed two devices observed in the photo. A device appears to be intact, and the other have an opening, both devices without labeled by side explanted. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported left side rupture and "siliconeomas in lymph nodes". Device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture with siliconomas in axillary lymph nodes. Healthcare professional later reported no complaint against the left side, adverse events are for contralateral side. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Visual analysis of the photographs identified: no complaint against the device: no observations are performed for the complaint as the event is no complaint against the device. It is not possible to determine the lot number or catalog through the photos provided.